Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the life the battery had expired. The patient decided to leave the devices in. Issue not resolved.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their stimulator quit working about 3 weeks ago and won't charge, or output any stimulation. Caller stated they last charged their implant about 3 weeks ago. Caller added that they have been trying to connect to their implant with the recharger but can't get anywhere. Agent had caller connect the recharger to the implant. Caller saw them reposition the antenna screen. Caller tried several times but continued to see the "reposition the antenna" screen and then after a few seconds the recharger would shut off. Caller noted that before it quit working, they had seen a screen with a picture of a doctor. Caller did not have their programmer available. Agent reviewed possibility of over dischagre with patient as well as implant longevity. The issue was not resolved. The p atient was redirected to their healthcare provider to further address the issue. Caller noted they have an appointment with their hcp at the end of the month.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.